Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not complete testing. A root cause investigation is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.